Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia with upward-trending glucose after meals and dessert despite announcing meals, and attempted troubleshooting through multiple supply changes including infusion set replacement with an intact cannula, and later replacement of tubing, connector, and cartridge; the user observed white discoloration at the tubing-to-connector junction and suspected a kink prior to replacement. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement in glucose after a full supply change, with glucose trending down to 289 mg/dl. Investigation included user-led troubleshooting and guided education that resulted in full supply replacement. Investigation of this case revealed that the exact cause could not be confirmed, though a possible transient flow interruption related to tubing or connector performance was suspected given the observed discoloration and resolution after replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.